Manufacturer narrative:
The bipolar insert cev625h was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation verified the complaint as valid. The device does not pass the electrical test; one of the ceramic slice is broken. Root cause - the device does not work because the ceramic slice is broken. This issue is probably due to a bad handling of the device during the reprocessing or the storage. No further investigation is required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgical procedure in which the bipolar insert cev625h was being utilized, the surgeon could not perform coagulation. When he removed the insert to replace it, he noted that a part of the insert was missing. The part was retrieved from the patient's abdomen at the trocar level. No patient death or injury occurred; the surgery time was increased by 5 minutes.